Manufacturer narrative:
Product complaint # (B)(4). This report is related to a journal article, therefore no product will be returned for analysis and the manufacturing record evaluation cannot be reviewed as the lot number has not been provided. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that ethicon products involved caused and/or contributed to the post-operative complications described in the article? Does the surgeon believe there was any deficiency with the ethicon products used in this procedure? Patient demographics. Citation: colorectal disease 2017, the association of coloproctology of great britain and ireland. 19, o232¿o234; doi:10.1111/codi.13688. (B)(4).

Event description:
It was reported via a journal article: title: use of the harmonic scalpel for delorme¿s procedure authors: d. Pares; I. Drami; k. Adams; u. Grossi; I. Suliman; and c. H. Knowles citation: colorectal disease 2017, the association of coloproctology of great britain and ireland. 19, o232¿o234; doi:10.1111/codi.13688. This study discussed about the many surgical techniques that deal with external rectal prolapse but perineal procedures have the advantage of reduced invasiveness. From 01 march 2014 to 31 may 2016, 11 female patients with a median age of 76 years (range=30 ¿ 94 years) underwent delorme¿s procedure for external rectal prolapse. The dissection procedure was completed using standard muscle plication 8 x 2/0 pds suture (ethicon) and mucosal apposition 12 x 2/0 vicryl (ethicon). A spongostan dressing (ethicon) was used at the end of the procedure. Reported complication included suspicion of perianal sepsis (n=1), which the patient was readmitted. In conclusion, the advantages of the harmonic device are mainly those of ease of mucosal dissection, minimal blood loss and shorter operative time in comparison with published series.